Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: pain with fit issues. Clinical team found a letter of recommendation in the patient files, clearing the patient to proceed with aligner treatment following dental work. An aligner evaluation was sent. There is no documentation indicating that the aligners caused the dental work. This record has been forwarded for clinical review to determine if the dental work was related to the aligner therapy. Further assessment is required to confirm any connection.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.